Event description:
A call received through technical services on (B)(6) 2013 states that this ventricular lead was set to unipolar due to high threshold and working fine now. This lead was implanted on (B)(6) 2000 and remains implanted until this time. The physician was dr.(B)(6). No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).